Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade iii. Continued e1:. Phone number: (B)(6).

Event description:
Healthcare professional reported, right side capsular contracture and pain. Healthcare professional, later reported, "rippling, size irregularity and local pain". And capsular contracture, baker grade iii. Healthcare professional, later reported, "solid nodule with characteristics suggestive of benignity". The device remains implanted.